Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens cracked at the haptic/optic junction. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were not required.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn and one haptic bent. A piece of the lens optic and the other haptic were torn off and bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.